Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Fse (philips field service engineer) verified the alleged issue during service. The fse replaced the battery unit. Subsequently, the unit passed the extended self test, backup battery test, and the electrical safety test.

Event description:
The customer reported unit does not operate on backup battery. There was no patient or user harm reported. The event date was not specified; estimate used.